Event description:
Medtronic received information that during the implant of this bioprosthetic valve, the surgeon attempted to implant a 29mm valve, but the valve could not be released from the ratchet device after cutting each of the three cut points. The valve was explanted and replaced with a 27mm valve. The physician also noted complications with the ratchet device and deploying the 27mm valve but was able to continue cutting through the supporting suture to release the ratchet. The 27mm valve was successfully implanted with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received detached from the valve holder. With the valve detached from the valve holder, a detailed observation could not be performed. The valve holder was in an open position with the sutures attached. The tips of the sutures were smooth, confirming they had been cut per the instructions for use (IFU). Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Due to the receipt of the valve separated from the valve holder, analysis could not replicate the reported complications with the ratchet device or its release of the valve.